Event description:
The remote monitor was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
On february 8, 2012, medtronic crdm initiated a removal to analyze the wireless telemetry functionality and any potential effect on implanted device longevity. This monitor was returned in response to this removal. Analysis of the returned monitor identified a failure in the receiver circuitry. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor's telemetry c would transmit, but not receive. The monitor not receiving was attributed to fluid ingress resulting in dendrite growth between areas of differing voltage. This resulted in loading of the power supply such that a voltage regulator could not supply required voltage to the receiver oscillator, disabling the monitor's telemetry c functionality. It was further noted that the left-rear foot on the bottom of the case was missing, so introduced fluid would accumulate in that corner.